Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an elevated blood glucose (bg) level, value was not provided; cause was unknown. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.